Manufacturer narrative:
B3 (date of event): the date of event listed is an estimate as the exact event date was not provided by the customer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two (2) tests performed on separate dates. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date "a few months ago" during which they may have used an ipsilateral nasopharyngeal sample. Confirmation testing via pcr (beckman/genexpart) may have been performed using an unknown sample type one (1) hour after using the ID now and generated a negative result. No additional patient information, including treatment and outcome, was provided. The customer confirmed that there was no adverse effect to the patient due to the result.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 assay for two (2) tests performed on separate dates. This MFR. Report addresses test two (2) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date "a few months ago" during which they may have used an ipsilateral nasopharyngeal sample. Confirmation testing via pcr (beckman/genexpart) may have been performed using an unknown sample type one (1) hour after using the ID now and generated a negative result. No additional patient information, including treatment and outcome, was provided. The customer confirmed that there was no adverse effect to the patient due to the result.

Manufacturer narrative:
B3 (date of event): the date of event listed is an estimate as the exact event date was not provided by the customer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.